Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had missing/stuck pixels which blocked graphics and text. Customer's blood glucose was 290 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.